Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - based on the above, no additional investigation and no CAPA/sa is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine and were difficult to operate. The following information was provided by the initial reporter :   the consumer reported that the needle clogged during the injection and the pen will not depress. Date of event: unknown. Samples: discarded.